Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic, the pacemaker was found to be backup vvi mode. The device was reprogrammed and functioned normally. The patient will continue to be monitored.

Event description:
New information received notes that the patient was stable after the event.